Manufacturer narrative:
(B)(6). Manufacturing location: (B)(4). Manufacturing date: january 29, 2013. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not provided by reporter. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that a surgery took place for treatment of diskitis using matrix system to a patient's l1 to s1. During procedure, the reported driver shaft broke at its tip when the surgeon attempted to apply final tightening to the second set screw after successfully tightening of the first set setscrew. At the time of tightening, the surgeon heard clicking sound. Eventually the surgeon used a spare, and tightened the second set screw with no problem. The surgery was completed with a 10-minutes delay. No adverse consequence was reported. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: manufacturing investigation evaluation: received one (1) screw driver shaft t25 (part 03.632.400) for manufacturing investigation. The article is in a used condition with the t25 driver broken off. During the manufacturing investigation, the hardness of the screwdriver was checked on the shaft diameter ø5.6mm. The result of 59.2 hrc is within specification as defined on product drawing for raw material (B)(4). It is likely that the breakage was caused by mechanical overload during use. No manufacturing related issues were identified and/or confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.